Event description:
It was reported to boston scientific corporation on (B)(6) 2008 that a maxforce biliary balloon dilatation catheter was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2008. According to the complaint, during the procedure, the balloon would not inflate. It was reported that "the balloon was inspected outside the patient and a hole was noted with water dripping out." The procedure was completed with another maxforce biliary balloon dilatation catheter. The patient's condition is unknown.

Manufacturer narrative:
(B)(4). The lot number is not known; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The (B)(6) 2008 15-month maxforce biliary product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).